Event description:
A customer contacted beckman coulter inc. (Bci) and reported that multiple hydro errors occurred on the system and wash concentrate was leaking from the top of the bottle. No injury was reported. Customer was wearing protective ppe.

Manufacturer narrative:
The customer cleaned the spill and inspected the wash concentrate bottle, bottle cap, straw and fitting. Hotline advised customer to use ppe before troubleshooting and assisted customer to power down and reboot the system after the customer cleaned the spill. Issue was resolved and customer will monitor the system and call back if problem continues.